Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 511 mg/dl. The customer stated that they felt as if the insulin pump was working but realized their blood glucose was high. The customer had a only a muffin to eat all day and does not understand why they have high blood glucose. The customer does not use the sensor feature. The customer was assisted with setting a manual bolus on their insulin pump and was treated with 12 units of insulin. The device was not retuned for analysis.